Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was not impacted. Tandem technical support had customer load a new cartridge and infusion set. Customer followed up the next day and reported the insulin gauge was working normally and that they were not having any issues.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.